Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ the patient was revised to address pain and inflammation. It was found the tissue was gray, and fluid was milky. Update rec'd 12/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision black stained tissue and metallosis were encountered. Also noted in the medical records, the patient had elevated cobalt and chromium levels. At this time, an unknown depuy stem is being added to the complaint and reported. The complaint was updated on: 01/18/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.